Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets detachment events from (B)(6) 2025 untill (B)(6) 2025. The site of detachment was from tubing connector. The infusion set was in use for 2 hours.the blood glucose level was 518 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)-device 5 of 5.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial medical device report (MDR) with manufacturing report number (3003442380-2025-01416), was submitted on 06- jun -2025. However, based on the investigation on 22-jan-2026 and clinical review done on 23-jan-2026 , it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-01416. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch#: 6007701, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007701". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot: 6007701 was manufactured according to the work instruction (wi) version 114 and manufactured in the line inset 7 on 14/jun/2024, with a total of (B)(4) units. Glue-tubing lot: the lot: 4f00151 was manufactured according to the wi version 64 and manufactured in the machine sc01 on 09/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.